Event description:
Caller states that the advantage meter appears to have burning on the meter screen (orange and purple colors are present). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.